Event description:
Boston scientific received information that this pacemaker and leads were explanted due to pocket erosion. In addition it was reported that the ventricular lead was not working. No further adverse patient effects were reported. A new system will be implanted at a later date.

Manufacturer narrative:
This investigation will be updated should further information be provided.